Event description:
In 2009, pt reported he is experiencing elevated blood glucose and states the infusion device is not delivering his bolus amounts. Pt reported he will disconnect from the infusion site and attempt to bolus insulin, but does not see it drip from the infusion tubing. Had the pt attempt to bolus 5 units; states he saw a drip of insulin come out of the infusion tubing. Had pt attempt to prime his infusion set to see if insulin would drip out of the infusion tubing; went into the change the cartridge function instead. Advised pt to complete this function. Pt reported he primed the infusion device and states no insulin is coming out. Verified pt disconnected the infusion tubing from the insulin cartridge. Pt stated there is no insulin dripping from the insulin cartridge. Pt reported the plunger in the insulin cartridge is not moving. Had patient remove the insulin cartridge from the infusion device to verify if insulin has dripped into the cartridge compartment. Pt states there is no moisture or insulin inside the compartment. Had pt go into the info mode and verified that the 5 unit bolus was delivered when we were troubleshooting. Pt states because the infusion device is not delivering his boluses, his blood glucose is elevated. Pt reported he last tested on his meter with a reading of "hi". Pt states he needs to call the doctor so he can administer insulin by injection. Pt's target blood glucose is 130 mg/dl. Pt's time and basal rates are correct on the infusion. Pt reported he is scheduled to see a trainer at about one week later. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.